Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The manufacture service technician replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported navigation (nav) ring failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.